Event description:
A customer reported an intermate in which the bladder burst. According to the report, the infusion was approximately three-fourths of the way complete. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was visually confirmed during the sample evaluation. However, the cause could not be determined. Additional information: a batch review was performed and all release criteria were met during the manufacturing of this lot.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.